Event description:
The recipient reportedly experienced device extrusion. Medical intervention (type unknown) was required. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly presented with an ulcerated skin lesion. After cleaning, the device was reportedly exposed. The recipient was hospitalized and treated with intravenous antibiotics (type unknown). The ulcer was surgically closed and the recipient is reportedly healing. The recipient was advised to cease device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.